Event description:
It was reported that during a photoselective vaporization of the prostate, after using (B)(4) joules and 1 minute and 46 seconds of fiber use, forward firing occurred. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate, after using 7494 joules and 1 minute and 46 seconds of fiber use, forward firing occurred. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the functional test for the connector function. However, upon microscope inspection it was identified that the glass tip was detached and it was not returned. Therefore, the reported event was confirmed. A detached tip would cause the fiber energy to fire forward from the tip. The instruction for use (IFU) was reviewed. The IFU states: to avoid greenlight fiber damage or breakage: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. It is most likely that the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that during a photoselective vaporization of the prostate, after using 7494 joules and 1 minute and 46 seconds of fiber use, forward firing occurred. The procedure was completed using another fiber. There were no patient complications reported.